Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a chronic driveline infection and was treated with IV and oral antibiotic. He also previously underwent two wound debridements. The pt showed cardiac recovery by ramp speed tests and echocardiographies over the past several months; therefore, the decision was made to explant the pump due to chronic infection. The pt was given dobutamine, and was expected to do well.

Manufacturer narrative:
The vad coordinator reported that the pump would not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.